Event description:
It was reported that during the procedure, a 3.5 x 28 mm xience xpedition stent delivery system (sds) was advanced via radial access to treat a lesion in an unspecified vessel; however, during advancement, the sds failed to cross the lesion due to interaction with a non-abbott 6fr guiding catheter, despite multiple attempts to cross. During the final attempt to cross, though no major or unusual force was applied and no unusual resistance was felt, the shaft separated into two pieces. Both pieces of the 3.5 x 28 mm xience xpedition and the guiding catheter were simply withdrawn from the guide wire and from the anatomy as a single unit without resistance. A 3.0 x 28 xience xpedition was used successfully in completing the procedure. There were no adverse patient effects. Though a slight delay occurred, it was not considered clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The difficult to position/guiding catheter resistance was not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: advance 190cm, whisper es 190cm, wiggle with a whisper (buddy wire); guide catheter: medtronic 6f rrad launcher. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.